Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 53 mg/dl last night. The customer reported that the they received message that insulin pump was not delivering and got battery alarm also. The insulin pump will not be returned for analysis.